Event description:
It was reported to boston scientific corp in 2009 that a zero tip nitinol stone retrieval basket was used for a lithotripsy procedure on a female pt (age (50-60), exact age unk). According to the complainant, the retrieval basket captured a stone larger than the access sheath's inner diameter. The doctor attempted to remove the retrieval basket, stone, and access sheath from the pelvis of the kidney as a system. Strong resistance was felt upon extraction from the ureter, resulting in a tear of unk size. The handle of the retrieval basket was removed using scissors, and the access sheath and scope were removed from the pt. The retrieval basket was removed using forceps. The tear was sutured and a stent was placed in the ureter. The complainant reported urine leakage following the procedure. The stent remained in the pt for approx one week . The pt's condition after the event was reported to be "good."

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant info received, a supplemental medwatch will be filed.